Manufacturer narrative:
No anomaly detected by checking the manufacturing chart of the lot # involved. This is the first and only complaint received on lot #201390313, on a total of 50 trial necks manufactured with the same lot #. The instrument involved was returned to limacorporate. By a visual analysis, the trial neck broke in two pieces and the breakage occurred in correspondence with the hole (the hole is used to ease the extraction of the trial neck after trial reduction), where the resistant section is reduced. A dimensional check was also performed on the broken trial neck (it was possible to perform it only on the undamaged part of the broken neck), without finding any dimensional anomaly on the dimensions analyzed. With the available information, it is not possible to determine the cause of the instrument breakage. The affected lot# is available on the market since june 2013, and the breakage occurred approx 4 years later. It's unknown how this specific trial neck was used in the previous surgeries, it's also unknown how many times it was used before breaking. It's possible that improper strong impacts performed on the trial neck in previous surgeries may have caused the formation of cracks in the material of the trial neck (radel) and led to the breakage during the surgery performed on (B)(6) 2017. No reported consequences for the patient and no surgery time prolongation. Pms data: we are aware of a total of 2 intra-operative breakages of h-max trial neck (product codes 9042.20.xxx - 9042.25.xxx - 9042.50.xxx - 9042.51.xxx) made of radel. For both cases, no pre-existing anomalies were detected on the trial necks involved. No corrective action planned for this case. Limacorporate will continue monitoring the market on the reoccurrence of similar events.

Event description:
During a hip replacement surgery, the trial neck (product code 9042.51.100, lot #201390313) broke during the luxation (final reduction) of the hip performed by the surgeon. No reported consequences for the patient and no surgery time prolongation due to the trial instrument breakage. Event occurred in (B)(6) on (B)(6) 2017.

Manufacturer narrative:
No anomaly detected by checking the manufacturing chart of the lot # involved. This is the first and only complaint received on lot #201390313, on a total of (B)(4) trial necks manufactured with the same lot #. We will submit a final report once the investigation on this case will be completed.

Event description:
During a hip replacement surgery, the trial neck (product code 9042.51.100, lot #201390313) broke during the luxation of the hip. No reported consequences for the patient and no surgery time prolongation due to the trial instrument breakage. Event occurred in (B)(6) on (B)(6) 2017.